Event description:
Constipation for 3-4 days, abdominal discomfort, cramping, prothrombin time at 17.6, international normalised ratio (inr) at 1.59, red blood cell count at 4.36, haemoglobin at 9.7, haematocrit at 30.9, bun at 26. Case description: information received on 19-sep-2016: this spontaneous medical device report was received from a nurse and a physician concerning a (B)(6) male patient, weighing (B)(6). The patient medical history included colon cancer with liver metastases, constipation, irritable bowel syndrome, gastroesophageal reflux disease and deep vein thrombosis (dvt) known since an unknown date. The patient was taking the following concomitant medications at the time of the event: buspirone buspar (buspirone) 30 mg daily orally since an unspecified date in (B)(6) 2010 for anxiety, bentyl (dicycloverin) 20mg four times per day orally since an unspecified date in (B)(6) 2015 for irritable bowel syndrome, vitamin d (ergocalciferol) 50,000 u daily orally since an unspecified date in (B)(6)2015 for supplementation therapy, reglan (metoclopramide) 10 mg four times per day, as needed, orally, since an unspecified date in (B)(6) 2015 for nausea, zofran (ondansetron) 4 mg every 8 hours as needed, orally, since an unspecified date in (B)(6) 2015 for nausea, maxalt (rizatriptan) 10 mg daily as needed orally since an unspecified date in (B)(6) 2003 for migraines, zantac (ranitidine) 150 mg daily orally since an unspecified date in (B)(6) 2015 for gastroesophageal reflux disease (gerd), desyrel (trazodone) 100 mg orally at bedtime since an unspecified date in (B)(6) 2010 for insomnia, flomax (tamsulosin) 0.4 mg daily orally since an unspecified date in (B)(6) 2016 for urinary retention, coumadin (warfarin) 7 mg daily orally since an unspecified date in (B)(6) 2015 for dvt prophylaxis, cetuximab at an unspecified dosage, intravenously, from an unspecified date in (B)(6)2016 for colon cancer with liver metastases, lipitor (atorvastatin) 20 mg at bedtime orally since an unspecified date in (B)(6) 2015 for dyslipidemia, methylprednisolone 4 mg daily orally from (B)(6) 2016 for infection/inflammation prophylaxis, imodium (loperamide) 1 tablet daily, as needed, orally, from (B)(6) 2016 for diarrhoea and ambien (zolpidem) 5 mg at bedtime, as needed, orally, since an unspecified date in (B)(6) 2010 for insomnia. On (B)(6) 2016, the patient received yttrium-90 glass microspheres therasphere (lot number 1699201, 41 and unspecified expiration date) administered to the left hepatic artery as one time delivery for an unspecified indication. On (B)(6) 2016, 22 days after administration of therasphere, the patient developed abdominal discomfort, cramping and constipation for 3 to 4 days. On (B)(6) 2016, the patient presented to the emergency department and was hospitalized. The abdominal CT scan performed on (B)(6) 2016 revealed stool throughout the colon and the abdominal x-ray radiography performed on (B)(6) 2016 revealed stool throughout the large bowel. On (B)(6) 2016, the patient's relevant laboratory values were: red blood cell count 4.36 (units not reported), haemoglobin 9.7 (units not reported), haematocrit 30.9 (units not reported), and blood urea (bun) 26 (units not reported). On (B)(6) 2016, the patient's relevant laboratory values were: red blood cell count 3.87 (units not reported), haemoglobin 8.6 (units not reported), haematocrit 27.4 (units not reported), blood urea (bun) 10 (units not reported), prothrombin time 17.6 (units not reported), international normalised ratio (inr) 1.59 (units not reported). All other test results were added in the dedicated section. On (B)(6) 2016, the patient received as corrective treatment an enema and stool softeners: colace (docusate) 250mg twice a day orally, miralax (polyethylene glycol) 17g with 8 ounce of water daily, lactulose (lactulose) 30 ml orally daily, as needed and hypaque (diatrizoate sodium) done once for the enema. On (B)(6) 2016, the patient's prothrombin time was 21.1 (units not reported) and the international normalised ratio (inr) was 1.90 (units not reported). The patient recovered from the events on an unspecified date in (B)(6) 2016 and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient received yttrium-90 glass microspheres therasphere (lot number 1699252, 18 and unspecified expiration date) administered to the right hepatic artery as one time delivery for an unspecified indication. No adverse events were reported after the second administration of yttrium-90 glass microspheres therasphere. The treating physician assessed the events abdominal discomfort, abdominal cramping and constipation as serious (medically significant and hospitalization) and possibly related to the use of therasphere. According to the reporter the patient had a medical history of constipation and colon cancer but since the patient had no prior hospitalization for constipation, relationship to therasphere could not be completely ruled out. The reporter and the treating physician did not provide an assessment regarding seriousness or causality for the events prothrombin time increased, international normalised ratio (inr) abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased. The company considered the events abdominal discomfort, abdominal cramping and constipation as serious (medically significant and hospitalization) and the events prothrombin time increased, international normalised ratio (inr) abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased as non-serious. Follow-up information is expected. Follow-up information received from the initial reporting nurse on (B)(6) 2016: the indication for therasphere use was colon cancer with liver metastases [off-label use]. The reporting nurse did not address or assess the off-label use. The company considers the off-label use to be non-serious. No further information is expected. This report is final. Case comment: according to therasphere current reference safety information, the event constipation, abdominal discomfort, international normalised ratio abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased, blood urea increased, and off-label use are considered unlisted whereas the events abdominal pain and prothrombin time prolonged are listed. The company considers that constipation, abdominal pain and abdominal discomfort are unlikely to be related (probably unrelated) to the use of therasphere as the event is 3 weeks post therasphere administration and as radiographic findings indicated that the patient was constipated the events are more likely to be procedure related. In the absence of an assessment made by the treating physician and the reporter, and due to therasphere uneventful readministration, the company considers that prothrombin time prolonged and international normalised ratio abnormal are not related to the administration of therasphere and rather related to the patient's underlying diseases of deep vein thrombosis treated with coumadin (warfarin) and colon cancer with liver metastases. The company considers the events red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased as not related to therasphere administration. Off-label use of device is not an adverse event per se but is a special scenario and therefore, not assessable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Constipation for 3-4 days. Abdominal discomfort. Cramping [abdominal pain]. Prothrombin time at 17.6. International normalised ratio (inr) at 1.59. Red blood cell count at 4.36. Haemoglobin at 9.7. Haematocrit at 30.9. Bun at 26 [blood urea increased]. Case description: information received on 19-sep-2016: this spontaneous medical device report was received from a continued in additional info section nurse and a physician concerning a (B)(6) male patient, weighing (B)(6). The patient medical history included colon cancer with liver metastases, constipation, irritable bowel syndrome, gastroesophageal reflux disease and deep vein thrombosis (dvt) known since an unknown date. The patient was taking the following concomitant medications at the time of the event: buspirone buspar (buspirone) 30 mg daily orally since an unspecified date in (B)(6) 2010 for anxiety, bentyl (dicycloverin) 20 mg four times per day orally since an unspecified date in (B)(6) 2015 for irritable bowel syndrome, vitamin d (ergocalciferol) 50,000 u daily orally since an unspecified date in (B)(6) 2015 for supplementation therapy, reglan (metoclopramide) 10 mg four times per day, as needed, orally, since an unspecified date in (B)(6) 2015 for nausea, zofran (ondansetron) 4 mg every 8 hours as needed, orally, since an unspecified date in (B)(6) 2015 for nausea, maxalt (rizatriptan) 10 mg daily as needed orally since an unspecified date in (B)(6) 2003 for migraines, zantac (ranitidine) 150 mg daily orally since an unspecified date in (B)(6) 2015 for gastroesophageal reflux disease (gerd), desyrel (trazodone) 100 mg orally at bedtime since an unspecified date in (B)(6) 2010 for insomnia, flomax (tamsulosin) 0.4 mg daily orally since an unspecified date in (B)(6) 2016 for urinary retention, coumadin (warfarin) 7 mg daily orally since an unspecified date in (B)(6) 2015 for dvt prophylaxis, cetuximab at an unspecified dosage, intravenously, from an unspecified date in (B)(6) 2016 for colon cancer with liver metastases, lipitor (atorvastatin) 20 mg at bedtime orally since an unspecified date in (B)(6) 2015 for dyslipidemia, methylprednisolone 4 mg daily orally from (B)(6) 2016 for infection/inflammation prophylaxis, imodium (loperamide) 1 tablet daily, as needed, orally, from (B)(6) 2016 for diarrhoea and ambien (zolpidem) 5 mg at bedtime, as needed, orally, since an unspecified date in (B)(6) 2010 for insomnia. On (B)(6) 2016, the patient received yttrium-90 glass microspheres therasphere (lot number 1699201, 41 and unspecified expiration date) administered to the left hepatic artery as one time delivery for an unspecified indication. On (B)(6) 2016, 22 days after administration of therasphere, the patient developed abdominal discomfort, cramping and constipation for 3 to 4 days. On (B)(6) 2016, the patient presented to the emergency department and was hospitalized. The abdominal CT scan performed on (B)(6) 2016 revealed stool throughout the colon and the abdominal x-ray radiography performed on (B)(6) 2016 revealed stool throughout the large bowel. On (B)(6) 2016, the patient's relevant laboratory values were: red blood cell count 4.36 (units not reported), haemoglobin 9.7 (units not reported), haematocrit 30.9 (units not reported), and blood urea (bun) 26 (units not reported). On (B)(6) 2016, the patient's relevant laboratory values were: red blood cell count 3.87 (units not reported), haemoglobin 8.6 (units not reported), haematocrit 27.4 (units not reported), blood urea (bun) 10 (units not reported), prothrombin time 17.6 (units not reported), international normalised ratio (inr) 1.59 (units not reported). All other test results were added in the dedicated section. On (B)(6) 2016, the patient received as corrective treatment an enema and stool softeners: colace (docusate) 250 mg twice a day orally, miralax (polyethylene glycol) 17 g with 8 ounce of water daily, lactulose (lactulose) 30 ml orally daily, as needed and hypaque (diatrizoate sodium) done once for the enema. On (B)(6) 2016, the patient's prothrombin time was 21.1 (units not reported) and the international normalised ratio (inr) was 1.90 (units not reported). The patient recovered from the events on an unspecified date in (B)(6) 2016 and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient received yttrium-90 glass microspheres therasphere (lot number 1699252, 18 and unspecified expiration date) administered to the right hepatic artery as one time delivery for an unspecified indication. No adverse events were reported after the second administration of yttrium-90 glass microspheres therasphere. The treating physician assessed the events abdominal discomfort, abdominal cramping and constipation as serious (medically significant and hospitalization) and possibly related to the use of therasphere. According to the reporter the patient had a medical history of constipation and colon cancer but since the patient had no prior hospitalization for constipation, relationship to therasphere could not be completely ruled out. The reporter and the treating physician did not provide an assessment regarding seriousness or causality for the events prothrombin time increased, international normalised ratio (inr) abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased. The company considered the events abdominal discomfort, abdominal cramping and constipation as serious (medically significant and hospitalization) and the events prothrombin time increased, international normalised ratio (inr) abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased as non-serious. Follow-up information is expected. Case comment: according to therasphere current reference safety information, the event constipation, abdominal discomfort, international normalised ratio abnormal, red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased are considered unlisted and the events abdominal pain and prothrombin time prolonged are considered listed. The company considers that constipation, abdominal pain and abdominal discomfort are unlikely to be related to the use of therasphere and as radiographic findings indicated that the patient was constipated the events are more likely to be procedure related. In the absence of an assessment made by the treating physician and the reporter and due to therasphere uneventful readministration, the company considers that prothrombin time prolonged and international normalised ratio abnormal are not related to the administration of therasphere and rather related to the patient's underlying diseases of deep vein thrombosis treated with coumadin (warfarin) and colon cancer with liver metastases. The company considers the events red blood cell count decreased, haemoglobin decreased, haematocrit decreased and blood urea increased as not related to therasphere administration. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.